Event description:
The lead was returned by the coroner after an autopsy and subsequently tested out of specification during manufacturer's analysis. The cause of death is unknown; there is no indication the death was device related.